Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A synergy stent was advanced to treat the lesion. However, it was noted that the stent was not in the balloon catheter. About thirty to forty-five minutes, the whole body was explored; the groin, aorta, heart and carotid to look for the stent. The physician realized that the stent probably never entered inside the patient but instead, it came off the balloon outside the patient's body before entering with the balloon. The procedure was completed with a different device. No patient complications were reported.